Event description:
The hospital reported that during an endoscopic vein harvesting procedure using hemopro device, before cutting and cauterizing the first branch, the harvester noticed the tissue welder's jaws were gashed or cut. This was not noticed while unpacking nor after the staff pushed the tissue welder through the cannula. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: visual inspection observed that the cold jaw boot insulation was peeling away from the jaw. The reported observation was confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.